Event description:
It was reported that during the implant procedure, the right ventricular (rv) leadless pacemaker (lp) failed to release from the delivery catheter after the rv lp was fixated into the patient's right ventricle. The delivery catheter and rv lp were removed together from the patient's body and a new rv lp was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found all components within specification and confirmed normal device functionality. No anomalies were detected.